Event description:
It was reported that the device generated an apnea alarm after the ventilation mode had been changed. After pushing the alarm silence button by the user, the device restarted. There were no patient health consequences reported.

Manufacturer narrative:
The log file of the affected device was made available for investigation. On the 22nd of january 2023, the device was used in CPAP ventilation mode and as no spontaneous breathing was detected the device switched to apnea ventilation as specified and alarmed accordingly (no device malfunction). Based on the log file review it could be confirmed that the device then restarted after the alarm silence button had been pressed. This restart was caused by a technical deviation within the electronic system regarding the recognition, processing and execution of user input commands. The restart lasted approx. 9 seconds and the ventilation was immediately resumed afterwards. The savina 300 device continuously monitors the state and the function of internal components and software modules. A deviation within the electronic system will cause a software-controlled restart in order to reset the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. After a successful restart, ventilation will be continued with the latest settings after not later than 12 sec. In the current event the device reacted as specified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.